Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set fell off during use event on (B)(6) 2024. The infusion set was in use for 1 to 2 hours. The blood glucose level at the time of event was 110 to 115 mg/dl and the patient resolved the event by changing infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.